Event description:
After the carotid stent procedure and during hospitalization, the patient experienced minor paralysis in the facial and right arm. Patient also experienced left and right leg drift, mild sensory low, and dysarthmia. The symptoms are continuing. There was no action or treatment and patient's outcome was unchanged.